Manufacturer narrative:
There was no lot number provided with this complaint, so a device history record (DHR) review could not be conducted. There were no samples submitted with this complaint. The reported condition could not be confirmed. The exact root cause of the reported condition could not be determined without a lot number or an actual sample to examine. A most likely root cause could not be determined because there was insufficient evidence available for analysis. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for needle grind quality. No corrective action is required for this complaint because the root cause could not be determined based on the information available for the investigation. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
Submit date: 08/02/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer reports a particulate was found inside a vial in which a 18 gauge magellan hypodermic safety needle 18g 1 and 1/2 inch was used to puncture the stopper for reconstitution of the product. The vial contained sterile water.